Event description:
As reported (B)(6) 2014, a patient of unknown gender and age presented for a CT guided microwave ablation of the liver. The treating physician had successfully completed the first ablation and proceeded to reposition the applicator to perform the second ablation. While repositioning the applicator, the probe fractured inside of the patient. The treating physician successfully removed the fractured probe with no remaining piece left inside of the patient. The device was set aside and a new of the same was used to successfully complete the procedure. There was no report of harm or injury to the patient due to this event. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).